Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2012 for a distal radius fracture, a surgeon installed plates and screws. While inserting the screw the surgeon felt uneasy about the insertion, and found that the screw was not locked and was penetrated in the hole. Surgeon attempted to remove it, but was unable to. The plate and screw remained in implanted in the patient. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, the manufacturing records were reviewed and no complaint related issues were found.